Event description:
It was reported that this implantable electrode was explanted and replaced due to experiencing dislodgement. Another electrode was implanted instead. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier d6a: implant date.

Event description:
It was reported that this implantable electrode was explanted and replaced due to experiencing dislodgement. Another electrode was implanted instead. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.